Event description:
Customer reported device = 436 mg/dl. Customer went to the hospital around 3 p.m. Hospital device = 194mg/dl. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.